Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair of the iabp is ongoing, a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) automatically shutdown after half of the use of power failure and could not be turned on. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) automatically shutdown after half of the use of power failure and could not be turned on. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The iabp was evaluated by entering the service mode to do safety disk leak test, the system automatically shuts down. When restarting the test, the system fails to boot. The solenoid driver pcb was replaced. The unit was cleared for clinical service.